Manufacturer narrative:
After investigation, no tears or leaks were found in the fluid path that would result in fluid leaking from the pod. Though no problems were found with fluid passing through the complete fluid path, the exposed portion of the soft cannula was found kinked. It could not be conclusively determined when this damage occurred or if it affected the device¿s ability to deliver insulin when worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 310 mg/dl. Insulin was stated to be leaking. The patient treated the hyperglycemia by applying a new pod. The pod was worn between 36 and 48 hours on the arm.